Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the implantable neurostimulator (ins) was too close to the surface since initial implant. On (B)(6) 2015, the physician placed the ins deeper in the pocket. There were no allegations of a system use issue during the revision, and the patient completely recovered. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported that the ins was up to high and was bothering her and rubbing on things which cause pain. The revision occurred on (B)(6) 2015.